Manufacturer narrative:
The manufacturerpreviously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused a cardiac event. The patient was hospitalized and subsequently expired. This device was being used as a back up device. In the previous report, b2, h7 and h9 were omitted. They are corrected on this report. H1 was incorrectly checked as malfunction. H1 should be marked as death and is reflected in this report.

Manufacturer narrative:
The manufacturer previously reported an incorrect serial number and UDI number on the initial report. The serial number and UDI number are corrected in this report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused a cardiac event. The patient was hospitalized and subsequently expired. This device was being used as a back up device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.